Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on and the screen remained blank. The pump was opened and the display screen was inspected; no damage was found. The screen was found to be inoperable. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the keypad rubber was torn off at the ok button and torn over the up arrow button, exposing all button contacts. The contrast button was unresponsive, which has no effect on insulin delivery; all other buttons were responsive. Evidence of contamination was found under all key contacts.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported lines through out the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).